Event description:
The pt presented 2005 with an acute myocardial infarction (mi). The target lesion was non-calcified and 100% occluded. It was located in the non-tortuous mid left anterior descending artery (lad). A taxus express2 2.5 x 20 mm drug eluting stent was then successfully placed in the lad. The pt also had some stenosis in the diagonal artery but the physician wasn't able to get a wire past the lesion, so it remained untreated. Ivus had not been used for thsi procedure. The pt was started on a plavix regimen following the procedure. Late evening 8 days later the pt presented to the emergency room with symptoms of a thromboiss including chest and left arm pain. The pt was diagnosed as having acute coronary syndrome and was given nitroglycerine. The pt was taken to the cardiac catheterization lab where angiography indicated the stent was approximatley 98% occluded. The area was ballooned and then an angiojet was used to treat the occlusion. At the same time a wire was able to cross the diagonal artery so a 2.5 x 13 mm pixel stent was implanted. The pt was discharged from the hospital 4 days later in satisfactory condition. It was noted the pt was re-admitted to the hospital 7 days later for a pseudoaneurysm in the right femoral artery. This was a complication from effects of the blood thinning medication regimen the pt was following. The pt was discharged from the hospital 2 days later in satisfactory condition.